Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). The consumer reported that when he checked the ins status on the day of the report, it was turned off and he wasn¿t sure how it turned off. The consumer reported that this was the third time this had happened since implant. Button function for on/off therapy was reviewed. The patient has an appointment on (B)(6) 2020. It was recommended to have the ins checked. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the circumstances that led to the implant turning off are unknown. The patient noted that it was charged and working and then it was turned off when they checked it. The patient noted that the battery pack in the patient controller was removed and then reinserted and then it came on. The patient was then able to charge the battery. The patient noted that it has not turned off again. There were no further complications reported or anticipated.